Manufacturer narrative:
The returned ipg was linked to a clinician programmer (cp) and high impedance measurements were observed. X-ray inspection of the ipg revealed a fractured feedthru ground wire. Engineers concluded the cause of the high impedances and the resulting impact to the patient therapy was the result of the fractured/broken proximal feedthru wire that connects to the case of the ipg. If the proximal feedthru wire that is connected to the case is compromised, stimulation capability will be compromised (as well as MRI immunity) and monopolar impedance measurements will report high.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a return of parkinsons disease symptoms due to impedances on the implantable pulse generator (ipg). The patient underwent an ipg replacement. Additional information was received that the patient was doing well postoperatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a return of parkinsons disease symptoms due to impedances on the implantable pulse generator (ipg). The patient underwent an ipg replacement.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a return of parkinsons disease symptoms due to impedances on the implantable pulse generator (ipg). The patient underwent an ipg replacement. Additional information was received that the patient was doing well postoperatively.

Manufacturer narrative:
The returned ipg was linked to a clinician programmer (cp) and high impedance measurements were observed. X-ray inspection of the ipg revealed a fractured feedthru case wire. The fractured/broken feedthru case wire was the cause of the reported complaint. Observations from the field indicated that the ipg had been implanted sub-pectoral under the muscle. The use of a subpectoral implant technique imparts additional and frequent muscle tension forces onto an ipg. These additional forces and applied frequency from a subpectoral implant had not been considered in the system nor module requirements, and therefore were not adequately evaluated. Therefore, the probable cause is cause traced to device design.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a return of parkinsons disease symptoms due to impedances on the implantable pulse generator (ipg). The patient underwent an ipg replacement. Additional information was received that the patient was doing well postoperatively.

Manufacturer narrative:
The returned ipg was linked to the clinician programmer (cp) and high impedance readings were observed. X-ray inspection of the ipg revealed a fractured feedthru case wire. The use of a subpectoral implant technique imparts additional and frequent muscle tension forces onto an ipg against the rib(s) which would otherwise not be experienced in case of subcutaneously implanted ipgs. Fractography analysis of the feedthru wire shows indications of cyclic fatigue (repeated bending stresses that exceeded the local fatigue strength) resulting in the fractured wire. The fractured broken feedthru case wire was the cause of the high impedance and the undesirable or loss of stimulation experienced by the patient. Labeling instructs to create a subcutaneous (under the skin) pocket and not a subpectoral (under the muscle) pocket, therefore the probable cause of the event was that the physician failed to follow implant instructions. Boston scientific has issued a field safety notice (97222956-fa) reminding users to follow the steps outlined in device labeling when implanting the vercise genus deep brain stimulation (dbs) implantable pulse generators (ipgs); per labeling, the vercise genus dbs ipg is intended for implant within a subcutaneous pocket. Device header feedthrough (ft) wire break(s) have occurred in rechargeable vercise genus dbs ipgs that were implanted submuscular in the pectoral location. Note that the vercise genus dbs rechargeable ipg continues to meet safety and performance expectations when used in accordance with device labeling.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a return of parkinsons disease symptoms due to impedances on the implantable pulse generator (ipg). The patient underwent an ipg replacement. Additional information was received that the patient was doing well postoperatively.

Manufacturer narrative:
The returned ipg was linked to the clinician programmer (cp) and high impedance readings were observed. X-ray inspection of the ipg revealed a fractured feedthru case wire. The use of a subpectoral implant technique imparts additional and frequent muscle tension forces onto an ipg against the rib(s) which would otherwise not be experienced in case of subcutaneously implanted ipgs. Fractography analysis of the feedthru wire shows indications of cyclic fatigue (repeated bending stresses that exceeded the local fatigue strength) resulting in the fractured wire. The fractured broken feedthru case wire was the cause of the high impedance and the undesirable or loss of stimulation experienced by the patient. Labeling instructs to create a subcutaneous (under the skin) pocket and not a subpectoral (under the muscle) pocket, therefore the probable cause of the event was that the physician failed to follow implant instructions.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a return of parkinsons disease symptoms due to impedances on the implantable pulse generator (ipg). The patient underwent an ipg replacement. Additional information was received that the patient was doing well postoperatively.